Manufacturer narrative:
On (B)(6) 2015, a field service engineer (fse) observed a cup stuck on the cover for the bf table not allowing it to move and wash probe tip inside. This was not allowing the cup to be placed all the way into the cup holder on the bf table. After cleaning the table and rotor, the machine tested with good results. The probable cause of the event was contamination in the reagent lines. The aia 2000 was functioning as intended. The probable cause of the event was fault or failure due to operator error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported on the aia-2000la (B)(4), an error code 2042 bf table contrl start delay, a rotation error. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.